Event description:
It was reported that the device broke during surgery.

Manufacturer narrative:
One 8x25mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 5mm of the distal threads have broken off and were not returned for examination. The major diameter and wall thickness of the screw was measured and found to meet print specifications. With the limited clinical details regarding patient bone quality and site preparation a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint.